Manufacturer narrative:
(B)(4). Per handpiece screening procedure, the handpiece was evaluated and a cracked housing was found. (B)(4). Any information provided by an affiliate or affiliate technical service, as to the ¿alleged failure¿ of the handpiece, is only an assumption and cannot be accepted as the reported failure. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the unit was sent to them for repair because the hand piece has a crack. It was not noted if the issue occurred during a procedure. No patient consequence reported.